Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that they believed the pump to be over delivering. They stated that the patient cried and vomited during a feeding and that the pump indicated that it delivered 40 ml but that it was "clear the patient had received more than 40 ml". They stated the pump was rate was programmed at 80 ml/hr and the dose at 95 ml. They stated that this resulted in a delay of therapy of three hours. Mmd did follow up with the initial reporter and they stated the patient did not require medical intervention and was doing well. They did not provide any additional information. (B)(4)